Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported the vasoviewhempro vh-3500 tips did not work. They changed boxes, cords and ultimately resolved the issue by opening a new kit. The jaws on the original kit did not activate when engaged. A new kit was opened when the jaws on the original kit did not activate when engaged. No injury to the patient and no patient information.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoviewhemprovh-3500 tips did not work. The jaws on the original kit did not activate when engaged. It failed to deliver energy. They noticed it did not activate when trying to perform a branch transection. The power setting on the hemopro power supply during the procedure was at 2. At that time a different power supply unit was used without any change. They changed boxes, and cords and ultimately resolved the issue by opening a new kit and it worked fine. No injury to the patient.

Manufacturer narrative:
Trackwise ID # (B)(4) updated section: b-4, b-5, e-3, g-4, g-7, h-2, h-3, h-6, h-10 for the lots 25162144 and 25162566: there were no ncmrs, rework, or deviations documented for the last 2 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For lot 25161323: there were 2 ncmrs with the same number , rework, or deviations documented for the reported lot number from the ship history. During the qc sfp review; it was identified that material: vh-3500 batch: 25161323 has two sets of test labels with different expiration dates, nov.12, 2021 and nov. 13, 2021. The expiration date on the label reconciliation report is nov. 13, 2021. Test labels with the expiration date of nov.12, 2021 were not accounted for on the label reconciliation report because test labels were printed but not approved . Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.